Manufacturer narrative:
A siemens healthcare diagnostics inc. Field service engineer (fse) was dispatched to the customer site to determine the cause of the discordant, elevated prothrombin time (pt) and activated partial thromboplastin time (aptt) result on the sysmex cs-5100 system and found that there were no issues with the system before or after processing this patient's sample. Further investigation for this patient sample is not possible because the customer's back up does not contain log and result files from the incident date (03/28/2017) . It is possible that the discordant results were due to the fact the customer set "standard sample tube" on all three systems despite using three different types of tubes from becton dickinson. The instrument is performing according to specifications. No further evaluation of this device is required. The other assay that provided discordant result in this incident is thromborel s. The details for this assay is listed below: common device name: thromborel s. Model number: thromborel s. Catalog number: 10446445. Lot number: 546971. Expiration date (mm/dd/yyyy): 09/12/2018. (B)(4).

Event description:
A discordant, falsely elevated activated partial thromboplastin time (aptt) and a discordant, falsely high prothrombin time (pt) result were obtained on a patient's sample on the sysmex cs-5100 instrument. These results were not provided to the physician. The same patient's blood sample was re-run on another sysmex cs-5100 system. The results obtained from the repeat testing aligned within the patient's medical history. The re-run results were reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated aptt and pt results.